Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump moving differently was not able to be determined during the evaluation of the returned system controller. The system controller serial number (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained events recorded from the time stamp of day 35, 2 hours and 2 minutes to day 40, 19 hours and 34 minutes where power cable disconnect and low voltage advisory alarms were recorded. The majority of these alarms appeared normal; however, some alarms may suggest a possible connection issue between the batteries and the battery clips. The data captured on day 40, 19 hours and 34 minutes revealed that the driveline was disconnected followed by disconnecting the controller from the external power. The next entries indicated that the driveline was reconnected and the controller was connected to 14v batteries and then both power cables were disconnected from the batteries. Patient handbook 103885ja-jp (B)(6) operating manual 103884 ja-jp rev. F, instructions for use 103883 rev. D covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The device history records were reviewed (shop orders 178088 and 182108) and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained that the pump was moving differently from usual, and changed the controller. The hospital gave the patient a replacement controller.